Event description:
It was reported that the pump was alarming with a red screen and triangles. The battery door had been open for 15 seconds. Once powered back on, the reservoir volume was reset to 0 and prompted patient to reprogram the pump. They again reopened/closed the door to try one more time, but the settings were still lost. The event occurred while in use with patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Customer reported pump was alarming with a red screen and triangles. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.